Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported during a procedure (B)(6) to address ineffective stimulation (reference MFR report: 1627487-2018-03572 and MFR report: 1627487-2018-03575), the physician inadvertently removed the lead located at the l5 vertebral level. The lead was replaced and postoperatively, the patient is reportedly receiving effective therapy.